Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Following resolution of an arterial air alarm during a routine hemodialysis treatment, a low effluent pressure alarm occurred. The pt also complained of feeling lightheaded so treatment was ended without performing rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. The pt was given a 200cc saline bolus to address his lightheadness which the nurse attributes to underlying cardiac condition. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to clotting of the extracorporeal blood circuit, which was most likely due to the elapsed time with the blood pump off while troubleshooting the air alarm. The exact cause of the air in the circuit cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.